Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 standard capacity with needle biopsy forceps was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, after the procedure, when the patient went home, the patient experience melena and dizziness. The patient was advised to go to the ER. A hemoglobin (hbg) test was performed, determining it had dropped. Another egd was performed and a clip was placed on a small vessel to stop the bleeding at the ge junction. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿. Additionally, it was reported that there was no malfunction or damage noted on the device during the procedure.